Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this dual chamber implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Review of right ventricular (rv) lead trending showed the lead has had varying shock lead impedance measurements over the past six months. Technical services was consulted and offered troubleshooting and programming options. The plan is to continue to observe the lead at this time. The device system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this dual chamber implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Review of right ventricular (rv) lead trending showed the lead has had varying shock lead impedance measurements over the past six months. Technical services was consulted and offered troubleshooting and programming options. The plan is to continue to observe the lead at this time. The device system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this dual chamber implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Review of right ventricular (rv) lead trending showed the lead has had varying shock lead impedance measurements over the past six months. Technical services was consulted and offered troubleshooting and programming options. The plan is to continue to observe the lead at this time. The device system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited continued high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 131 ohms. Shock impedance trends showed a gradual rise in measurements over the last 5-6 months. It was also reported that right atrial (ra) and rv pace impedances had risen slightly. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD system remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.